Manufacturer narrative:
Efforts to obtain additional information have been unsuccessful to date. At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient has had some syncopal episodes and went to the emergency room as a result. To date, there have been no additional adverse patient effects reported.